Manufacturer narrative:
Correction to h6: type of investigation: remove b14. Correction to h10: a batch review was not conducted (previously reported as a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The unit was returned with the original caps attached to all the connectors. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap on the patient line of an unspecified quantity of amia cassettes were loosely connected and disconnected. This issue was further described as the "cassettes having loose green caps on the patient line. Some come loose inside the packaging and some fall off when setting up because they are so loose¿. This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.